Event description:
It was reported the camera head's image disappears temporarily, the image was in and out. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed: intermittent image due to rusted/stain charged coupled device pins. Based on the results of the investigation, it is likely that intermittent image was due to rusted/stain charged coupled device pins. The most probable cause of the complaint is cause traced to component failure which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.